Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery fully depleted due to the customer not charging the battery and subsequently shut off. Upon turning the pump back on, the pump settings had been reset. There was no reported impact to the customer's blood glucose level. Reportedly, the customer successfully entered the settings onto the pump.